Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, per report, the cause for the ventricular perforation cannot be confirmed. However, there were procedural factors (mismanagement of the wire) and patient factors (frail lv tissue) that may have contributed to the puncturing of the ventricle. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4)

Event description:
As reported, through our (B)(4) affiliate, after valve deployment, a pericardial effusion was noted by tte. Treatment of the tamponade was performed, CPR was initiated and the patient was prepped for bypass. A pericardiocentesis was performed and replaced transvenously. The patient was intubated and placed on bypass, the cardiac rhythm deteriorated requiring external pacing. As reported, during the implantation, the 18fr e-sheath was inserted through the right femoral access with some effort but no apparent trauma. The patient's blood pressure was greater than 200mmhg before and immediately after the balloon valvuloplasty (bav) was performed. While removing the bav the blood pressure was noted to have dropped to less than 40mmhg. The valve was quickly inserted and positioned for deployment. However, the blood pressure did not recover and the valve was deployed under rapid pacing. The flex catheter was not pulled back; however, the valve was deployed in fair position (60:40 aortic and 10:90 right side). A tte was immediately performed and significant pericardial effusion was observed. It was confirmed that the valve was stable but there was moderate pvl. There were no corrections made to the valve's implant position. It remained as noted. The patient was transferred to the or for exploratory sternotomy on bypass and rhythm support. In the or a laceration of the lv was identified. After several attempts, the lv was repaired with internal and external lv patches. It was difficult to wean the patient from cv support requiring 2 extra lv repairs for re-bleeding. Per report, there was some operator mismanagement of the wire that was not observable from the available fluoro images. However, it is difficult to imagine the wire so significantly injured the lv. It's possible the patient had very frail lv tissue at last communication, the patient got a tracheostomy and had been transitioned to comfort care.